Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6) 2011 at 8:35am. The patient reported blood glucose results of "144 mg/dl" with the subject meter and "144 mg/dl" on another meter (accucheck brand meter), performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results do not exceed the expected value of <= 30% and/or <= 30 mg/dl. Immediately after obtaining the alleged results, the patient indicated she also tested on another device (brand unknown) and obtained a reading of "78 mg/dl". The patient claimed she was not taking any diabetes medication at the time of the alleged issue, but continued to follow her usual diabetes management routine. The patient reported she was feeling shaky and weak 15 minutes before the alleged issue began. In response to her symptoms, the patient claimed she self-treated with food and/or drink at 9:00am. At the time of troubleshooting, the cca noted an approved sample site was used to obtain the result from the subject meter, the unit of measure was set correctly on the meter, and the patient's testing procedure was correct. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.